Event description:
On 08/27/1997 following a catheterization procedure, an angio-seal device was placed and hemostasis was achieved. Twenty two mins later the venous sheath was removed and hemostasis achieved via manual pressure for 20 mins. Distal pulses were present, and the pt was discharged home. Twelve days later on 09/08/1997 the pt presented at the ER experiencing intermittent pain and loss of pulses in the right leg. Based on angiogram results the pt was admitted to the hosp. Surgery was performed on 09/09/1997, where collagen was found to be intra-arterial. Follow up on 09/12/1997 confirms that the pt is doing fine. Upon review of this event with the physician, it was supposed that the pt's artery size (<4mm) may have contributed to this event, as the anchor may have been caught vertical in the artery.